Manufacturer narrative:
Reliability analysis not required for sealed reservoirs due to reservoirs being expired.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report issues on the reservoir. Customer's blood glucose reading was 500 mg/dl. Product is being returned and replaced.